Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported that during foot surgery as the 2.2 locking screw was inserted into the plate, the surgeon noticed the screw went through the plate and the head of the screw did not engage or lock into the plate. The surgeon backed out the screw and tried a 2.7 locking screw, but had the same result. The surgeon left the screws in place and said "he felt the plate provided enough stability." The surgery was delayed by 10 mins. There was no injury to the pt.